Manufacturer narrative:
Complaint evaluation testing was performed from the sample returned. The reported incident of ¿needle broke during the deployment. Device removed from patient revealed tip broke¿ was confirmed. No deviations or remarks were identified in the review of batch records on the reported lot that can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. Neotract, inc. Will continue to monitor and trend for reports of this nature.

Event description:
On (B)(6) 2024, neotract has been made aware by a [physician] that ¿[physician] performed urolift procedure on (B)(6) 2024, the first implant was placed proximally, but the device did not perform as expected during pull 2. It appeared that the needle broke during deployment. The device was removed from the patient, and upon inspection, the needle was confirmed to be broken. The broken needle was removed from the patient, and a new device was opened to complete the procedure.¿ additional information received on (B)(6) 2024, confirmed that no part of the needle was left in the patient and the needle, the cartridge, and endoscopic images will be returned for investigation.